Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a cardiac tamponade shortly after the implant of this pacemaker. The patient was brought back in and fluid was drained from their body and they were sent back home. The patient was recently seen and their condition has improved. There are no plans at this time to explant the pacemaker and it remains implanted and in service. No additional adverse patient effects were reported.